Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l4 bkp procedure in a patient diagnosed with rupture fracture due to primary osteoporosis. It was reported that the first bfd's cement was filled into the vertebral body, but it was hard and did not lump together; it became shaped like a corner in the pedicle direction and hardened (no leakage). When an attempt was made to refill the second bfd, the outer cylinder interfered with the cement that looked like a corner, pushing the cement forward. The second bfd refill was discontinued, and the remaining cement was not refilled. As a result, the cavity was not adequately filled with cement, so a posterior fixation was performed.. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This is not a bfd-related issue. When the plunger of the bfd was pressed, the cement in the vertebral body moved. The cement has hardened and the lump has moved forward by about 3 mm. No changes made to original procedure.